Event description:
Reporter states that, while son was on bipap machine, an error message would pop up either ln4 or 1n4, and the machine would turn off and go into standby mode. Reporter notified company rep and was told not to worry about it, because the mask seal may not be tight. In 2009, machine malfunctioned. Son stopped breathing and passed away. Error ln4 or 1n4 displayed on the machine.